Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to moisture damage keypad traces. The pump was unable to perform the displacement test due to keypad anomaly. No moisture damage on electronic assembly was noted. The motor was received with corroded motor home switch. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a button error from the insulin pump. The customer's blood glucose reading was 152 mg/dl. The customer stated that he jumped into the pool with the pump. The customer stated that the button error occurred right after the pump was exposed to moisture. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.